Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for out-of-range defibrillation lead impedance. There were no patient consequences. Technical services stated that it was most likely normal function due to physiological changes. The physician decided to turn off the alert because it could not be programmed higher than a certain value, and monitor the patient.